Manufacturer narrative:
Inspected 1 random opened/used sensor and performed continuity resistance test. Sensor passed per specifications. Sensor initialization test was performed using a new lab transmitter with a 7xx/5xx paradigm pump. Connected sensor to the transmitter and placed it in 100 bts solution and confirmed communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Cannot perform bbs test as the sensor is beyond its expiration date.

Event description:
The customer reported via phone call that they had a high blood glucose value of 403 mg/dl and 413 mg/dl. The sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was unknown and the sensor glucose was unknown at the time of the incident. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event: 70 mg/dl. Threshold/low suspend limit in sensor settings: 56 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The insulin pump is not expected to be returned for analysis. The sensor will be returned for analysis.